Manufacturer narrative:
Device was unable to prime during the prime test due to a partially detached end cap. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. All operating currents are within specification. Off no power alarm functions properly. Device passed the displacement test, rewind test, self test and unexpected restart error test. Unable to verify possible over delivery anomaly due to prime anomaly. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level of 32 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that they treated low blood glucose level with glucagon. The customer did not mention any symptom related to low blood glucose level. The customer reported that the drive support cap appeared to be damaged. They reported that when the drive support cap was pushes the insulin came out. The customer alleged the insulin pump for over delivery due to the damage to the drive support cap. The insulin pump will be and the reservoir will not be returned for analysis.